Event description:
Patient had a retained IV catheter that was found while bedside nurse was administering saline flush. Patient did not have IV locked nor anywhere near her, including garbages in room. Patient had ultrasound and it was found to be retained in her vein. Gen surg consulted. It is thought that it was a "hub" needle that paramedics or emt use. But no clear documentation as to what brand.

Event description:
Pt had a retained IV catheter that was found while bedside nurse was administering saline flush. Pt did not have IV locked nor anywhere near her, including garbages in room. Pt had ultrasound and it was found to be retained in her vein. Gen surg consulted. It is thought that it was a "hub" needle that paramedics or emt use. But no clear documentation as to what brand. Patient underwent a surgical procedure in an attempt to locate the presumed retained catheter tip . Patient had and excision of the left cephalic vein in the forearm and removal of 8 cm of the vein due to possible foreign body. Catheter tip was not located, subsequent imaging was negative.